Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (no vibration) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/25/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 06/27/2017 with the following findings: during investigation, the pump powered on with the vibratory alarm feature functioning properly. The audible alarm also functioned properly. The pump was opened and no intermittent conditions were found on vibration motor or contacts. The complaint of no vibration was not duplicated during investigation. There was no defect found.